Event description:
A malfunction was reported, but there were no notable events prior to it occurring. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, as it remained within a normal range. The customer received pump reset information and assistance from technical support, successfully resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears.